Event description:
It was reported the fecal management system (fms) was inserted by the end user's sister. Three days post-insertion, the end user's sister noted the fluid from the retention balloon was leaking. Further examination of the device by the end user's sister, found the fluid was leaking from the inflation tubing just below the retention balloon. It was noted the end user's sister was allegedly trained by a nurse on the proper use of the fms device prior to insertion. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Additional information was received on 07/06/2015. Third party manufacturer reviewed the routers for lot # 13vm528516 and no deviations or discrepancies were noted and the lot was malfunctioned without incident. The retain samples were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up will be submitted.